Event description:
Ous MDR. After an implantation period of 40 months ventricular oversensing with one inappropriate shock were reported. The doctor has decided to replace the lead in the near future. Should any details regarding the revision procedure become available, biotronik will inform you accordingly. Apart from the shock no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analysed. The available trend curves showed a sudden decrease of the rv detection from 15 mv down to 4 mv in (B)(6) 2016. Furthermore the provided iegms demonstrated artifacts on the rv channel with a very low amplitude which were sensed and led to shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. After an implant period of 40 months ventricular oversensing with one inappropriate shock was reported. The doctor decided to replace the lead in the near future. Should any details regarding the revision procedure become available, biotronik will inform you accordingly. Apart from the shock no adverse patient side effects have been reported.